Manufacturer narrative:
No patient involvement. Event date: incident date unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Fluid can pass through the seals in the top cover and come into contact with energized contacts in the circuit board. This can result in heat buildup, smoke, and discoloration. This is relataed to correction report z-0648-2014. Customers were provided safety instructions via urgent medical device correction letter. Ge healthcare will provide a new top cover at no charge. This correction has not yet been applied to the reported device.

Event description:
The patient data module (pdm) was installed in the dock of a b850 monitor. Shortly after smoke, no flames, started to come from the pdm. The pdm was replaced with another and the dock/b850 worked properly. There was no patient involvement.